Event description:
Customer complaint described that the implant driver would not engage with implant. The procedure was completed with another implant without impact to the patient.

Manufacturer narrative:
During investigation, it was found that the cause of the driver not engaging the implant was that the internal hexagon feature wasn't generated to full depth. Note: this implant event was previously reported in (B)(4) 2012 as a voluntary product recall. We are submitting this individual 3500a to more fully comply with the reporting requirements.